Event description:
It was reported that during da vinci surgical procedure, the outside of the monopolar curved scissors (mcs) instrument was compromised, causing a burn to the patient. Debridement of the affected area was performed.

Manufacturer narrative:
Results/conclusions: the instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the distal end of main tube has a 2" long section exhibiting charring, with a .100" x .065" hole burned through the tube indicative of arcing. The hole is located roughly .500" above the tube extension and has a crack below it that is axially aligned with the tube. The crack is located halfway between (and 90 degrees from) two opposing slots that mate with the tube extension axial keys. The instrument passed electrical continuity testing. No other damage was found. Several attempts have been made to obtain additional information from the customer, however, the site reported that they are unable to provide any additional details related to this event.